Event description:
It was reported that during a procedure of the unspecified vessel, the 4/30 mm xpert self-expanding stent system (sess) was being inserted into the unspecified 7 fr sheath when the stent prematurely released. The sess was removed; a second device was used successfully to finish the intervention. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported premature deployment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar premature deployment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.